Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2017. Reportedly, the sensor was worn beyond seven days, the patient took medication containing acetaminophen, and calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).taking medications with acetaminophen (such as tylenol®) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.